Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging unit powers off during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.